Manufacturer narrative:
Concomitant medical products: dtpa2d4 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the left ventricular (lv) lead exhibited no capture when connected to one of three different cardiac resynchronization therapy defibrillator (crt-d) devices attempted during the procedure. When tested through the analyzer, the lead tested within specification but when plugged into the device it repeatedly exhibited no capture. It was confirmed that the lead was fully seated in the device header. Ultimately the second attempted device was implanted and remains in use. It was later found on x-ray that the lv lead had dislodged. The lead was repositioned approximately five days post implant. No patient complications have been reported as a result of this event.